Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after being unresponsive and experiencing ventricular fibrillation. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited delayed defibrillation therapy. The ICD was reprogrammed and the patient was in stable condition afterwards.